Event description:
Pump declared a cartridge change error. There was no adverse impact to customer's blood glucose level. Customer was instructed by technical support to inspect and clean the pump components, but was unable to successfully load the cartridge. Customer decided to wait and change both the cartridge and infusion set later to avoid duplicating the process, and their case remains open with technical support.